Manufacturer narrative:
(B)(4). D10: cat# 00875101032 lot# 63044221 32mm i.d. Size ii neutral liner . Cat# 00875705201 lot# 63901860 52mm o.d. Size ii shell. Cat# 00801102016 lot# 62755762 allen medullary cement plugs. Cat# 00801803203 lot# 64009475 femoral head . G2: foreign ¿ event occurred in australia . H6: proposed component code: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately eight years post-implantation, the patient underwent a right total hip revision due to femur osteonecrosis. Attempts have been made and no further information has been provided.